Manufacturer narrative:
Results of the per relayed by the engineer: instrument appears to have been exposed to excessive torque. There is no thread damage but the master bond has been broken. The instrument is only meant for 18 in-lbs +/- 20%. DHR files show instrument was calibrated and within specifications when released. Current information is insufficient to permit a conclusion as to the root cause of the event. Condition is addressed in the IFU. Review of device history records found units released for distribution with no deviations or anomalies. Review of complaint history found one additional complaint ((B)(6)) related to item: 214118001, lot: bv657647. Root cause was determined to be caused by use error. Use error ¿ possible misuse, known inherent risk of procedure, device not manufactured by reporting firm; failure to follow instructions, maintenance deficiency.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown procedure on (B)(6) 2014, the handle on the small torque limiting driver became loose upon going in reverse causing difficulty with using the trials. No pieces fell into the wound and this only caused a two to five minute delay in the procedure. No biomet products were explanted. Product is available for return.